Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all cubies in drawer 4.1 were not ejecting and failing. A field service engineer (fse) confirmed that the issue was resolved by a third-party contractor (limited details) and confirmed the replacement of the drawer controller board. The fse also confirmed that the customer was able to access the storage spaces without any issue. The system functioned as intended after the field service engineer investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 cubies failed to open, which located on xvmb 6w s2. The customer attempted to reboot and recover the failed drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.